Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the amount the pump bloused was so high on (B)(6) 2019 with blood glucose level was 328 mg/dl at the time of the incident and the current was unknown. The customer also experiences the low blood glucose. The customer¿s low blood glucose level was 50 mg/dl, 100 mg/dl, 130 mg/dl, 90 mg/dl, 120 mg/dl, 100 mg/dl, 130 mg/dl, 232 mg/dl. The customer was treated with bolus and the glucose. The insulin pump will be returned for analysis.